Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unstable to clear it. Customer's blood glucose reading at the time of the call was 89 mg/dl. Customer also had a blank display. No further info reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms and no blank display noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.